Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A sales representative reported a patient had a wide local with right scalp placement of a bilayer matrix wound dressing (ID bmw2021) on (B)(6) 2021 and now has a blood borne pathogen. No additional information has been received after several attempts.

Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The bilayer matrix wound dressing (ID bmw2021) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, the root cause is most likely attributed to the condition of the patient or post operative care and not the device itself. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.